Event description:
It was reported to medtronic neurosurgery that flow could not be confirmed after shunt implantation. According to the report, the pt's symptoms did not improve and the shunt was explanted.

Manufacturer narrative:
The valve and peritoneal catheter were patent and passed the leak check. Therefore, the conditions of the compliant could not be duplicated by laboratory personnel. The device did not meet the requirements for siphon and reflux testing. The device also did not meet all specs for pressure-flow and preimplantation testing. A dissection of the valve found no anomalies. It is unk what caused possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.